Event description:
The customer reported that during a case the system shut down and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cb2 was tripping during high power shots so the surge suppressor printed circuit board was replaced. The power cord assembly and the line filter was replaced. The system was tested and found to be working as intended and put back into service.